Event description:
Discordant cardiac troponin ultra (tni ul) and brain natriuretic peptide (bnp) results were obtained on multiple patient samples on an advia centaur instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate system. The corrected tni ul and bnp results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul and bnp results.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that the customer placed the base bottle in the wash 1 bottle location on the instrument. The cause of the discordant tni ul and bnp results is user error. The customer declined service. The ccc determined that the customer properly loaded the base and wash 1 bottles in the system and primed the fluid lines. The instrument is performing within specifications. Further evaluation of the device is not required.